Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The prosthesis deployed normally, but remained domed instead of being pressed against the wall. The prothesis has been replaced.

Manufacturer narrative:
The reported event of a deformed deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The prosthesis deployed normally, but remained domed instead of being pressed against the wall. The prothesis has been replaced.